Event description:
The device (part number cev634-1a) was returned to mxi service and repair.

Manufacturer narrative:
The device (part number cev634-1a) was evaluated and indicated that the electrode was in short circuit. The coating was slightly damaged. The fault origin cannot be determined. Multiple causes were possible (manufacturing fault: abnormal use). (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference number: na. (B)(4).